Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that about 10 days post-implant, this right ventricular (rv) lead exhibited high pacing impedance and threshold measurements. The patient reported symptoms that indicated a possible perforation had occurred. The lead was noted to be dislodged. A revision was performed and this lead was explanted and replaced. No additional adverse patient effects were reported. The explanted lead was not planned to be returned.